Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient became red where the screw entered. The screw needed to be taken out when fracture was healed due to a nickel allergy. This report is for an unknown screw. This report is 1 of 1 for an unknown screw.